Event description:
(B)(4). Since 2010 I have been experiencing the following symptoms: fatigue, bloating, inability to lose weight (even with diet and exercise), severe pain alternating on either side of my body where the coils would be located, extremely heavy periods, my period was coming every 2 weeks, memory issues, joint pains, unexplained bruising, leg twitching, headaches.